Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen of insulin pump was heavily scratched and they had trouble to reading the screen. Customer's blood glucose value was unknown. Customer also stated that insulin pump had motor error alarm in the past. Customer stated the drive support cap appears normal. Customer was able to rewind the insulin pump. Customer performed displacement test and it was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.